Event description:
Add'l info was received from the customer after the initial medwatch report was submitted. Add'l info received from abbott int'l affiliate, abbott canada, states: the rptr thinks the leak probably occurred from the outlet of the clave port. The leak was noted when flushing. The brand of syringe used was a 10cc b-d syringe. There was no initial blood leakage noted. When the nurse went back to check on the pt later on, there was blood in the syringe. She thinks this is due to the negative pressure. No further info was available.

Event description:
Report received from abbott international affiliate (abbott canada) that states, "the clave connector leaks. Reporter mentions that there was blood backing up the PICC line and an IV nurse was called in to flush the line using saline. An endoscopy procedure was being performed at the time of the incident. In order to flush the set, a syringe was used and saline solution leaked out of the set. They took the connector off and replaced it with another one." No indication of any patient adverse event.